Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure; shaft fracture occurred. The lesion being treated was located in the left anterior descending artery. When advancing the 3.00x12mm taxus liberte stent on the guidewire outside the body the shaft kinked. The physician removed the device from the wire and attempted to "get the kink out" and the shaft broke. Another 3.0x12mm taxus liberte stent was used with the same guidewire to complete the case successfully. The patient status is listed as fine with no complications reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation as the device has been disposed of; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).